Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2016, fse conducted follow-up with the customer over the phone to address the reported event. Fse instructed the customer to clean and lubricate the large syringe lead screw to correct issue. There were no further reports of errors on the device. No further action was required by field service. The most probable cause of the reported event was due to a dirty large syringe lead screw.

Event description:
On (B)(6) 2016, the customer reported that they were receiving code "706 l error" with their g7 analyzer. Technical support (ts) informed the client that the sample needle was possibly clogged and instructed them to replace it. Replacement of sample needle did not resolve the error. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.